Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was also alleged that there was evidence of moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed multiple unexplained pump reboots. During testing, there was no visible damage observed to the battery compartment and battery cap. The battery cap was able to fully secure onto the pump. There was moisture observed in the battery compartment and on the interior of the battery cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The leak test passed. The pump was opened and no evidence of moisture was found on the internal components of the pump.